Event description:
Boston scientific received information that during a routine pulse generator (pg) change out procedure, this chronic right ventricular lead was stuck in the header of the pg. The physician had to use a bone cutter and cut the header off from the device and push the lead terminal pin out of the header. The lead was then connected to the new device and the pocket was closed. At that time, it was discovered that the lead was placed in the wrong port. The physician had to reopen the pocket and place the lead in the correct port. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.